Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician successfully completed hemostasis with the angio-seal device. However, five hours later, bleeding occurred. Manual compression was applied, and the bleeding stopped. The bleeding occurred outside of the procedure room. The estimated blood loss was less than 250cc. There was no serious health damage to the patient; the patient recovered. The procedure before deploying the device was a carotid artery angioplasty with stenting (cas). It is unknown if a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.